Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes underfilled. The following information was provided by the initial reporter: " it is reported customer experienced under filling. It was reported via email that "they draw blood using the needle, they tape it to keep the needle in place, then they use a connector going to the tube but its not filling up all the way to mix with the chemical to test the blood they think there is a problem with the suction or something is blocking and they think its because of the rubber in the tip.""